Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the suspect device, a vela ventilator. The fsr found the dc and power led is not turned on but could not duplicate the reported issue of the device shutting down. The unit was evaluated and is meeting manufacturer specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the ventilator shut off, while on a patient. There was no patient harm.